Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables ¿ 720001b0 - meera EU without auto drive. As it was stated and confirmed with the photographic evidence, backrest plate broke during extraction of a bullet next to the spine, while the patient was in the prone position on the operating table. According to the provided information, the patient was not secured with belts and has almost fell from the table due to alleged issue occurrence. The event led to a delay in treatment, as the anesthetized patient had to be moved to another operating table. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely backrest breaking during surgery creating a risk of patient falling from the table and leading to a delay resulting in prolonged anesthesia time, was to reoccur. The affected getinge device has been evaluated by the distributor¿s service technician. The technician has confirmed the malfunction of the operating table. According to the provided information the lower back plate (component number 84024322) was replaced. It has been established that at the time of the issue occurrence the customer was using the override panel to adjust the operating table¿s position. In the IFU (IFU 7200.01 en 12, page 37), the user is informed that when operating the or table using the override control panel, the collision warning function is not active. Therefore, the user shall watch every adjustment carefully and avoid collisions, especially when implementing extreme inclination and lateral tilt settings. The subject matter expert from the manufacturing site has assessed that with no collision detection it is possible to damage the back plate by collision when it is lowered and the longitudinal shift is activated towards the leg. Based on the provided pictures the scratch marks can be seen on the plate, being the result of the earlier mentioned collision scenario. It has been reported that the breakage of the back plate has created a risk for the patient to fall from the operating table. We have also become aware that by the time of the incident occurrence the patient was not secured with belts. The customer said that this has not been done as they were still positioning the patient. In the IFU (IFU 7200.01 en 12, page 25), the user is warned that if the patient is not secured, particularly when adjusting/moving, the patient and/or their extremities may slip in an uncontrolled manner. It is evident that the user utilized the operating table disregarding safety notes and suggestions from the user manual. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As malfunction of the operating table was found, it was considered that the getinge device was not up to the specification. Based on all available information the root cause for the issue investigated herein is user error. In summary, this complaint is the seventh one registered for meera operating table where the lower back section of the meera operating table broken during surgery, what resulted in the risk related to delay in treatment leading to a prolonged anesthesia time and the first one in which it created the risk for the patient to fall from the device. The failure ratio is 0,09%. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h4 device manufacture date and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: on 10th july 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b0 - meera EU without auto drive. As it was stated and confirmed with the photographic evidence, backrest plate broke during surgery while the patient was in the prone position on the operating table. According to the provided information, the patient has almost fell from the table due to the issue. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely backrest breaking during surgery creating a risk of patient falling from the table, was to reoccur. Corrected b5 describe event or problem: on 10th july 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b0 - meera EU without auto drive. As it was stated and confirmed with the photographic evidence, backrest plate broke during extraction of a bullet next to the spine, while the patient was in the prone position on the operating table. According to the provided information, the patient was not secured with belts and has almost fell from the table due to the issue. The event led to a delay in treatment, as the anesthetized patient had to be moved to another operating table. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely backrest breaking during surgery creating a risk of patient falling from the table and leading to a delay resulting in prolonged anesthesia time, was to reoccur. Previous h4 device manufacture date: 06/01/2023. Corrected h4 device manufacture date: 05/16/2023. Previous h6 health effect ¿ impact codes: no health consequences or impact///2199. Corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
On 10th july 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b0 - meera EU without auto drive. As it was stated and confirmed with the photographic evidence, backrest plate broke during extraction of a bullet next to the spine, while the patient was in the prone position on the operating table. According to the provided information, the patient was not secured with belts and has almost fell from the table due to the issue. The event led to a delay in treatment, as the anesthetized patient had to be moved to another operating table. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely backrest breaking during surgery creating a risk of patient falling from the table and leading to a delay resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 10th july 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b0 - meera EU without auto drive. As it was stated and confirmed with the photographic evidence, backrest plate broke during surgery while the patient was in the prone position on the operating table. According to the provided information, the patient has almost fell from the table due to the issue. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely backrest breaking during surgery creating a risk of patient falling from the table, was to reoccur.